Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1519103) indicated that the device lot met all established performance criteria prior to shipment. See medwatch form #s 3004939290-2015-00472 & 3004939290-2015-00473.

Event description:
The following information was reported: 2 mynxgrip vascular closure device balloons popped during prep in the same case. Another mynx vascular closure device from a different lot number was used successfully. The patient was not hospitalized. Five devices were left in the box and they did not feel comfortable using those devices on patients. In the doctor's opinion, the event was caused by the mynx device/mynx procedure. Procedure type: intervention coronary sheath size: 6f stick location: medium vessel size: 5 mm.